Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as ¿high¿; although a specific value was not provided. Customer addressed their bg with a manual injection. System check with tandem technical support confirmed the pump was functioning as intended.